Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported to philips healthcare that the heartstart mrx ac power connector is broken. There was no pt involvement.